Manufacturer narrative:
(B)(4). D11: zimmer trilogy acetabular shell, 54 mm outer diameter 00620005422 lot 61564201, bone screw 6.5 mm diameter x 35 mm length 00625006535 lot 61649198, trilogy liner: 32 mm inner diameter polyethylene. 00630505032 lot 61599079,versys femoral head: 32 mm diameter plus 7 neck length. 00801803214 lot 61667490. This follow-up report is being submitted to relay additional information. An additional MDR report was filed for this event, please see associated report: 0002648920 - 2020 - 00427. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting altr within the joint found during the procedure along with mild amount of fluid. Corrosion was noted in the taper and on the stems trunnion. The cup was generously anteverted but solidly fixed. There was osteolysis at the inferior margin of the shell and some posteriorly. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6) this follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6 reported event was confirmed by review photographs and radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Photographs of the explanted products were provided. Visual examination identified black discoloration on the femoral head and truunion of the stem. The liner was fractured and bio-debris was observed on the explanted head and liner. Radiographs identified the following: right hip arthroplasty components are anatomically aligned and without fracture or dislocation. Small focal lucencies at the inferior margin of the acetabular cup and the femoral implant are suspicious for osteolysis. There is no evidence of implant loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803203 femoral head 61667490, 00630505032 liner standard 32 mm unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00131 head.

Event description:
It was reported the patient underwent a total hip replacement. The patient was revised nine years later due to pain, capsular thickening and cobalt level of 5.7. There was some discoloration seen on the trunnion of the stem. The liner was damaged upon removal. There is no additional information available.